Manufacturer narrative:
An event of aortic stenosis and regurgitation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2011, a 21mm trifecta valve was implanted. On (B)(6) 2018, the patient presented with dyspnea and dizziness. Further inspection revealed high grade aortic stenosis and mild to severe regurgitation. On (B)(6) 2018, a tavi valve was implanted (model and size unknown). The patient was discharged on (B)(6) 2018. (Clinical study patient ID: (B)(6))